Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose was 147 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.